Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused repeated lung infections, inflammation and fibrosis. The patient did report to receive medical intervention and was on alternating antibiotics and cortisone. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received: the manufacturer previously reported this device on MDR 2518422-2022-77672 . MDR 2518422-2022-75282 was incorrectly filed and is a duplicate to MDR 2518422-2022-77672. Please disregard MDR 2518422-2022-75282 as it was filed in error.